Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received unexpected restart alarm and external ram error alarm. The customer's blood glucose was 138 mg/dl at the time of incident. The customer reported that the unexpected restart alarm was recurring during basal. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump was monitored and no unexpected restart alarm during testing and no external ram crc error alarm noted. The insulin pump was received with cracked reservoir tube lip.